Event description:
Report received of a tubing separation with blood loss. It was reported that a bag and the tubing were hung to infuse an unspecified hydration solution. At some point later that day, it was noted by the clinician that there was an unquantified amount of blood "all over the bed and the floor". Upon further investigation, it was noted that the tubing had completely separated from the distal y-site "as if there was insufficient glue". The tubing set was changed and the infusion resumed with no further problems. No medical interventions were necessary and there were no reported adverse patient effects. Additional information was requested, but no further information was provided.